Manufacturer narrative:
Concomitant medical product: dtpb2qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular (lv) lead. Diagnostic testing was performed. The output was reduced, pulse width extended and symptoms resolved. The lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.